Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter stopped working occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed due to zero voltage. A review of the share log was performed and the allegation was confirmed. The probable cause was determined to be a low transmitter battery which led to a transmitter failed error. The reported event of a transmitter stopped working is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.